Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, noted PICC had a squashed section and hole at around 5cm mark. Was being used for IV antibiotics. Additional information 07/16/2024: it was reported, patient had been having daily antibiotics. No patient impact. No other information was provided.

Event description:
It was reported, noted PICC had a squashed section and hole at around 5cm mark. Was being used for IV antibiotics. Additional information 07/16/2024: it was reported; patient had been having daily antibiotics. No patient impact. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 41cm. Unknown which vein was the PICC inserted into. Exit site marking of the PICC after placement 6cm. Secured with securacath. Infusates infused through the PICC include antibiotics, ceftriaxone once daily. Unknown if there were any catheter interventions to address occlusions with this PICC. Leakage found by visible hole/fracture outside the patient (at exit site or on external part of PICC). Break at 6cm (at exit site - catheter squashed). Break found 1 day after insertion. Catheter site cleaned with chloraprep 3ml 2% chg in 70% ipa during a dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 1 cm and 2 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, noted PICC had a squashed section and hole at around 5 cm mark. Was being used for IV antibiotics. Additional information on 07/16/2024: it was reported, patient had been having daily antibiotics. No patient impact. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 41 cm. Unknown which vein was the PICC inserted into. Exit site marking of the PICC after placement 6 cm. Secured with securacath. Infusates infused through the PICC include antibiotics, ceftriaxone once daily. Unknown if there were any catheter interventions to address occlusions with this PICC. Leakage found by viisible hole/fracture outside the patient (at exit site or on external part of PICC). Break at 6cm (at exit site - catheter squashed). Break found 1 day after insertion. Catheter site cleaned with chloraprep 3 ml 2% chg in 70% ipa during a dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 1 cm and 2 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, noted PICC had a squashed section and hole at around 5cm mark. Was being used for IV antibiotics. Additional information 07/16/2024: it was reported, patient had been having daily antibiotics. No patient impact. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 41cm. Unknown which vein was the PICC inserted into. Exit site marking of the PICC after placement 6cm. Secured with securacath. Infusates infused through the PICC include antibiotics, ceftriaxone once daily. Unknown if there were any catheter interventions to address occlusions with this PICC. Leakage found by viisible hole/fracture outside the patient (at exit site or on external part of PICC). Break at 6cm (at exit site - catheter squashed). Break found 1 day after insertion. Catheter site cleaned with chloraprep 3ml 2% chg in 70% ipa during a dressing change.